Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon and a 2.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During procedure, it was noted that both balloons ruptured without exceeding its inflation rate and were removed without any problem. The procedure was completed with a different device. No complications reported and patient condition was good post procedure.